Event description:
This ipg was returned to the manufacturer from (B)(6) after it was reported no communication could be established with the device via either a charging system or programmer. The alleged failure was noted out of box, and there was no pt involvement.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the complaint for no communication was confirmed. As received the ipg was non functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.